Event description:
Health care provider reports problems with protime instrument. Very low inr levels (less than 0.7) were detected in numerous consecutive analysis. No adverse event reported. No pt specific data reported. This incident occurred outside the united states.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further complaint eval.